Event description:
Pleasant (B)(6) year old gentleman, who has a history of sarcoidosis, dilated cardiomyopathy (s/p ICD 2009), paf and asthma. He reports a sudden onset lightheadedness with tunnel vision which starts and stops abruptly. This correlated with periods of oversensing and ventricular standstill when he wore a recent event monitor. He presents for rv lead revision.